Manufacturer narrative:
The ap1-110016 cervical plate, 1 level, 16mm is not available for evaluation as it was discarded by the customer. No definitive root cause could be established. Review of labeling: possible adverse events. Bending, disassembly, or fracture of implant and components.

Event description:
Customer reports that during a surgery that took place on (B)(6) 2025, the locking mechanism on the ap1-110016 cervical plate, 1 level, 16mm implant broke and would spin infinitely, rather than stopping after 90 degrees of rotation. All broken pieces were retrieved; however, the issue resulted in a 30-minute surgical delay. A backup was available and the surgery was able to complete. No additional medical or surgical treatment was required and there were no adverse patient outcomes. Customer states spd threw the ap1-110016 cervical plate, 1 level, 16mm implant away, therefore, the lot number was unable to be provided and the product will not be available for evaluation.